Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with ams episodes that appeared to be atrial lead noise. The noise signal was about the same size as the p wave if not bigger so no programming changes were discussed. The patient was stable and will continue to be monitored.